Event description:
The health care provider (hcp) reported that the patient had a return of gastroparesis symptoms on (B)(6) 2016. The hcp wanted help to increase stimulation for the patient and increased to 5.90v.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.